Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed reported event on error log. Fse found bad s270 pretreatment/detection (p/d) table home sensor and replaced it. Fse cleaned, lubricated and verified all alignments to the p/d table assembly. Fse inspected and cleaned both main and hybrid arm sample nozzles. Fse also verified level detection due to customer reporting a few 2114 "air detected in pretreatment reagent suction by hybrid arm" errors. Fse proactively reseated level detection cabling. Customer ran qc and analyzer performing to specification. No further action required by field service. The aia 2000 instrument is functioning as expected. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4 - error messages, states the following: the 4527 pretreatment-detection table rotation motor overrun positioning sensor is generated when the positioning sensor activated improperly during rotating of the pretreatment-detection table. New measurement will not start. Solution: contact tosoh service center or local representatives. The 2114 air detected during pretreatment reagent suction by hybrid arm is generated when the after pretreatment reagent suction, it's determined that the tip failed to touch the liquid surface. The measurement result will be flagged (es flag). Solution: ensure that the pretreatment reagent bottle is set at the correct position and is free from bubbles. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event is pending; investigation is still in progress.

Event description:
A customer reported getting error 4527 "pre treatment detection table rotation motor overrun positioning sensor" on the aia-2000 instrument. Customer checked for obstructions and none found. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) and intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Event description:
N/a.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number: e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the pip electric board was returned to tosoh instrument service center (isc) for investigation. Visual inspection confirmed board was defective. Parts will be discarded. The most probable cause of the reported event was due to faulty pip board sensor.